Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced product damage which was noted prior to use. The following information was provided by the initial reporter: material no. 368607, batch no. 8250901. Needle not attached to the body of the eclipse device.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced product damage which was noted prior to use. The following information was provided by the initial reporter: material no. 368607, batch no. 8250901. Needle not attached to the body of the eclipse device

Manufacturer narrative:
The following information has been corrected: date of event: (B)(6) 2018.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced product damage which was noted prior to use. The following information was provided by the initial reporter: material no. 368607, batch no. 8250901. Needle not attached to the body of the eclipse device.